Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type extension; product ID 3093-28, lot# j0228130v, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the cause of the event was the patient's concomitant issues of mercury poisoning and lyme's disease. It was noted that the "unusual symptoms" the patient experienced occurred when the lyme's disease flared up and was believed what the patient experienced was most likely due to their previous history. The patient was referred back to their pain neurologist.

Event description:
It was reported that the patient had 'several issues' and had reported 'several adverse events' to his healthcare provider (hcp) over the years. The patient went to see his hcp with a history of mercury poisoning that rendered him disabled. Patient also developed lyme disease while he was implanted. The reporter stated that they used to have the patient lay on his stomach to be programmed and even at 0 v, he would 'hit the ceiling.' The patient was reported to have 'felt stimulation even when there was no reason to feel stimulation.' The patient also felt stimulation in his upper ribcage and bilaterally in his legs. The reporter indicated that every time the patient went to get the mail by his dog's wireless fence, 'it took him to his knees.' The patient also reportedly went to the bathroom 75 times per day. The reporter stated that it might have been a 'bio-physical issue' with the patient and felt that his nerve conduction pathways might have been 'abnormal' due to medical illnesses. It was indicated that the reporter was going to speak with medtronic representatives the following week to get feedback on what was going on. If additional information becomes available, a follow-up report will be sent.